Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered serious bodily injuries, including, but not limited to, vaginal discomfort, urinary retentions, urinary incontinence, dyspareunia, recurrent infections, depression, pain additional surgery, and other injuries. No additional info was provided.